Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator had loss of communication. It was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.

Manufacturer narrative:
(B)(4). As per customer no patient was involved at the time of the reported event.